Event description:
On (B)(6) 2015 at 1453 - ER triage. On (B)(6) 2015 at 1819 - placed in observation; diagnosis insulin dependent dm with unstable angina. On (B)(6) 2015 at 1140 - left heart catheterization with left ventriculography and selective coronary angioplasty with fluoroscopy supervision and interpretation; ptca to third obtuse marginal branch with 2.25 x 60mm promus drug-eluting stent complicated by shearing of distal dip of the wire in the stented segment; attempts to retrieve the sheared wire were unsuccessful; selective angiography of the right external iliac and right common femoral artery with 6 french angio-seal deployment to the right common femoral artery. On (B)(6) 2015 at 1350 - admitted to micu. On (B)(6) 2015 at 1001 - transferred to medical floor with telemetry and remains in stable condition. Operative report attached.